Event description:
It was reported that the ilet screen cracked while the user was working on a car, after which the touchscreen became unresponsive; the device had been synced prior to shutdown, the user has backup therapy, and they wear a g7 sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device fracture with a stress-related problem identified affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.